Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was evaluated at a manufacturer service center. The blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The rubber feet, top plate, and gasket were replaced. The device was returned to the technician for additional evaluation due to a failed repair test. The device failed the active exhalation purge valve test. The active exhalation control module (aecm) was replaced, but this did not address the failure. It was determined that the printed circuit assembly (pca) required replacement to correct the issue. No repairs were performed. The device was disqualified from recertification and will be scrapped.

Manufacturer narrative:
The reported failure of active exhalation purge valve test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.